Event description:
It was reported that shaft break occurred. The 80% stenosed target lesion was located in the severely tortuous and moderately calcified middle to distal left anterior descending artery (lad). After a non-boston scientific (bsc) guidewire and extra support wire crossed the lesion, pre-dilatation was performed with 3.0 x 20 nc balloon catheter, and a non-bsc guide extension was then loop across the lesion. Subsequently, a nc balloon catheter was then removed, and a 3.00 x 16mm synergy xd drug-eluting stent (des) was advanced to treat the lesion. However, during the procedure while the stent was still in the non-bsc guide extension the shaft was bent and broke 10 inches from the hub due to friction and tortuosity. The device was removed from inside patient intact by pulling it out by the hand. The procedure was completed with a non-bsc device. There were no patient complications reported.